Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective ise (ion selective electrolytes) reference valve. The fse replaced the reference valve to resolve the issue. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported generation of erroneous high results for sodium (na), potassium (k), and chloride (cl) for 5 (five) patients on their au480 analyzer. The erroneous results were not reported out of laboratory. There was no change in patient treatment reported. Calibration and qc (quality control) were reported to be within the laboratory's established ranges.